Event description:
User received a negative hcg result for one patient sample that was found positive by another methodology. The initial result was less than 0.500 miu per ml. The patient was then transferred to another hospital and the hcg result was found to be positive. The original sample was then repeated in 2009, with a result of less than 0.500 miu per ml and at about one month later, with a result of 25.02 miu per ml. No information was provided to determine if the patient was adversely affected. If additional information is received, appropriate notification will be provided.